Event description:
Per the clinic, the patient developed meningitis (date of onset not reported). It was also reported that the patient experienced facial nerve stimulation with device use, and the problem could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. Correction: the MDR reporting meningitis was filed in error as meningitis occurred pre-cochlear implantation. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Eval summary : implanted device remains.